Manufacturer narrative:
(B)(6). Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to the ipg turning off on its own. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post operatively.

Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. All the ipg channels were programmed using aggressive settings and monitored on the oscilloscope for about two hours and never turned off on its own. Also, the output signals did not deviate from the expected levels when stimulation was turned on. The return ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.